Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The technical support team provided information to reset the pump and assisted in the reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears.